Manufacturer narrative:
An event regarding dislocation of a metal head and adm liner was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock with no relevant reported discrepancies. -complaint history review found no other similar events have been reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as the return of the device, patient medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Patient had adm with securfit stem implanted in 2013. Patient presented with pain and x-ray indicated a disassociation of 28 mm head from the adm poly. Revision was performed and both parts were retrieved separately. A new adm insert and 28mm plus 5 head were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had adm with securfit stem implanted in 2013. Patient presented with pain and x-ray indicated a disassociation of 28 mm head from the adm poly. Revision was performed and both parts were retrieved separately. A new adm insert and 28mm plus 5 head were implanted.